Event description:
A user facility returned the olympus asset, evis exera ii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had white foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, finding that due to wear of flexibility adjustment mechanism toric joint ring, water tightness was lost. The flexibility adjustment ring had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, air/water cylinder had foreign objects, scope connector cover unit had a scratch, suction connector had a scratch. Due to shortcut of charged coupled device cable, endoscope connector got warm. Due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in up direction did not meet the standard value. Objective lens had a scratch, light guide lens had a crack, light guide lens had a chip, connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the o-ring. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.